Manufacturer narrative:
(B)(4). Device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis on february 13, 2012 with the following findings: the meter was tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The lay user/patient's test strips have been returned and evaluated by lifescan product analysis on (B)(6) 2012 with the following findings: the test strips involved with this complaint were tested and found to have failed on performance testing with control solution error 4 was observed. At this time the meter has not been returned to lifescan. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. The 510 (k) # is k093745.

Event description:
On (B)(6) 2011, the lay-user/patient contacted lifescan from (B)(4) alleging an error 4 issue with a one touch verio meter. The patient did not allege any harm or injury because of the reported issue. The alleged issue was not resolved with troubleshooting. The meter and strips were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that the meter had an error 4 issue. There is no evidence, however, that the alleged issue contributed to a serious injury. The patient did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.